Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that the unicel dxc 600 synchron system was leaking from its hydropneumatic unit. Customer also stated that there was a crystallized build-up near the valves. The customer technical specialist (cts) advised customer to take proper precautions and generated a service request. On the same day, the field service engineer (fse) called the customer and was able to successfully troubleshoot the instrument over the phone. During troubleshooting, customer found that the tubing was loose at the quick connect fitting on top of the wash concentrate canister. The fse then advised customer to cut then reattach the tubing, after which no further leaking was observed. The fse verified instrument performance with customer to ensure that the troubleshooting effectively resolved the instrument issue. Customer has not called back to report any further instrument issues. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the instrument leak.